Event description:
A non-healthcare professional reported with a description of intraocular lens (iol) not advancing properly. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The intraocular lens (iol) is partially rotated withing the nozzle; the anterior of the optic is facing the right side wall of the inner nozzle. The trailing haptic is folded onto the optic. The leading haptic is extended straight. We are unable to determine the root cause for the reported complaint "iol not advancing properly". The iol was observed misfolded in the device. Iol may become misfolded in the device: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).